Event description:
The patient contacted lifescan and reported that their one touch ultra meter's strip port ws damaged and that patient was taken to the hospital. Medical affairs specialist called and left a message for the patient to obtain further information. A letter will be sent since there was no response back. During troubleshooting, it was verified that this was not a new product. Based on the information provided there was no misuse of the product. The patient had reported that they were taken to the hospital, but there is no further information regarding the hospital visit. Patient was also unable/unwilling to answer if they were experienceing any symptoms at the time of concern and if they had received any treatment from a medical professional. Based on the information provided, there is indication that the product has malfunctioned and that it meets the criteria for the medical device reportable. However, there is insufficient information to conclude that the patient experienced injury due to the product. This case is reported as a meter malfunction since the test strip port issue was not resolved. A replacement meter was sent to the patient.

Event description:
The pt contacted lifescan and reported that their one touch ultra meter's test strip port was damaged and that they were taken to the hosp. During troubleshooting, it was verified that this was not a new product. The pt had reported that were taken to the hosp, but there is no further information regarding the hosp visit. They were also unable/unwilling to answer if they were experiencing any symptoms at the time of concern and if they had received any treatment from a medical professional. A replacement meter was sent to the pt.